Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site over multiple visits. He found the vacuum isolator chamber had not drained completely and liquid was in the vacuum tubing. Multiple attempts at troubleshooting failed to resolve the issue. Finally, he replaced the main analyzer card (pc board) and this solved the problem. The repairs were verified per established service procedures. (B)(4).

Event description:
While troubleshooting an unrelated event, a field service engineer (fse) discovered vacuum errors and liquid in the vacuum isolator chamber on a coulter ac-t diff analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.